Event description:
The customer reported that the battery of their t:slim x2 pump would not charge, even after trying a different wall adapter and charging cable. There was no reported adverse impact. The customer continued to use the pump for insulin therapy.